Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Consumer alleged that her grandfather fell out of the bed due to the mattress sagging. Consumer's granddaughter also alleges that the bed rails were not up at the time of the incident. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.